Event description:
It was reported that the patient had "eight surgeries for this implantable neurostimulator (ins): two slings, two ins, and it was un known how many surgeries for the mesh." It was unclear if one of the eight surgeries related to this event. About two weeks later, it was reported that the device would stop working after multiple attempts at reprogramming and loss of battery power. A replacement surgery was completed on (B)(6) 2011. An x-ray completed on the same day as surgery confirmed the device was in the correct place. It was noted that the device was reprogrammed up to 1.2. It was stated that the lead was negative 1 and positive 2. It was further reported that the "control box" was tested in good working condition. It was unclear if the reporter was referring to the programmer. No hospitalization was reported. Another reporter stated that the monitor and system were not working, although, it was reported that they were in "excellent, working condition." No further information was reported as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# v318138, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).